Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the capture threshold has increased. It was also stated that the physician will be revising the lead position. The lead remains in use. No patient complications have been reported as a result of this event.